Manufacturer narrative:
(B)(4). (B)(6) registry: the commander delivery system was returned to edwards lifesciences for evaluation. During visual analysis, the delivery system was observed to be inserted through the loader and esheath, with the atrion inflation device attached. The balloon spring was elongated but still attached to the guidewire lumen with evidence of adhesive on the guidewire lumen at the nose tip bond area. The crimp balloon was torn adjacent to the bond between the inflation and crimp balloons. The wings of the inflation balloon were slightly folded outward. The inflation balloon was completely separated. The valve struts were bent slightly. Gouges were present on the flex tip face, indicative of valve diving. There was minor damage on the sheath tip with scratches on the sheath shaft. Due to the returned condition of the device (guidewire lumen separated, balloon torn), no relevant functional testing could be performed. Dimensional analysis was performed. The double wall thickness of the crimp balloon proximal to the observed separation was measured. All measurements met specification. The pre-op CT and procedural cine images were provided to edwards and reviewed by an edwards physician proctor. The findings are summarized below: pre-op CT: · angle of descending aorta appears to be not suitable for axillary approach and may lead to kinking of the delivery system · severe calcification in ascending aorta procedural cine: · mitral annular calcification (mac) · calcified and horizontal aorta · coronary angiogram done. Both coronary systems appear without cad · no images provided of valve alignment · undeployed valve across annulus · rapid pacing seen, no inflation · delivery system seen being withdrawn; valve appears canted against flex shaft · appears valve is stuck in left subclavian artery · snare seen in ascending aorta from femoral artery snaring guidewire · guidewire pulled back into abdominal aorta · balloon inflated in left subclavian artery, distal to undeployed valve · appears surgical cutdown being performed · undeployed valve not seen in images (removed) · left subclavian artery ruptured/perforated · 2 covered stent placed in left subclavian impression/recommendations: from the CT images provided, the angle of the ascending aorta is not optimal for subclavian approach. Mac and calcified horizontal aorta seen. No images of the valve alignment were provided to review for potential contributing factors to the event. Flex was seen on delivery system upon removal in opposite direction. Repair of subclavian performed including 2 covered stent deployment which resolved vascular injury. During the manufacturing process, the delivery systems are visually inspected and tested several times and undergo multiple inspections. Additionally, product verification testing is performed on samples from the device lot prior to release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The reported inability to inflate the balloon was confirmed. It is most likely that the crimp balloon tore and had separated at the time inflation was attempted, as evidenced by the canting of the valve prior to attempted deployment. It is likely that the reported difficulty with valve alignment led to the separation of the inflation/crimp balloon bond. In this case, the patient was reported to have a horizontal aorta and mild tortuosity in the access vessel which may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. As noted during visual inspection, there were gouges on the flex tip that suggest diving occurred. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. A previously performed engineering study was able to recreate high enough valve alignment forces to cause a material failure in the inflation/crimp balloon bond area using simulated tortuous anatomy. The study also demonstrated that residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval that could result in this failure. Tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. As noted in the imagery review, the attempt to withdraw the delivery system into the esheath was made in a curved section of the aorta. Furthermore, the flex catheter appeared to be partially flexed in a direction that was not coaxial to the aorta. The IFU/training manual instruct the operator to ¿verify the flex catheter is completely unflexed¿ during thv retrieval and not to ¿bend or apply torque to the proximal end of the balloon catheter throughout the procedure.¿ non-coaxiality of the valve and flex tip appears to have caused the valve to get caught on the sheath tip, preventing withdraw into the sheath. Excessive force or manipulation applied as a result of the withdrawal difficulty could have led to the nose tip and guidewire lumen separation. Partial flex was noted during system removal as well. As such, the root cause for this complaint can likely be attributed to patient and/or procedural factors. There is no indication of a manufacturing non-conformance in the returned devices. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. No manufacturing deficiencies or IFU/labeling inadequacies were identified. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. No corrective actions are indicated at this time.

Event description:
As reported, the commander delivery system could not be inflated during the procedure and attempts to withdraw the system resulted in a vascular injury. The patient remained hemodynamically stable throughout the entire procedure but suffered a stroke and subsequently died. A 26mm sapien 3 valve was planned to be placed in a native aortic valve via the left axillary artery, due to a partially occlusive lesion in the abdominal aorta. The coplanar view was good but demonstrated a horizontal root. A wire was placed in the apex of the left ventricle and the 14fr esheath was placed in the left axillary artery successfully, the delivery system and valve were then placed through the esheath and into the ascending aorta. The esheath was pulled back during alignment due to the horizontal aorta. There was some tension in the system that caused difficulties during alignment. The valve was then completely aligned and the flex catheter was pulled back to the triple markers. Rapid pacing was started and the systolic pressure dropped below 50 mmhg, the operator injected the atrion device, the balloon did not inflate and blood filled the atrion device, so the heart team tried to remove the balloon thinking that it was ruptured, since the syringe filled with blood. A leak on the balloon was not identified. The delivery system and valve were pulled back as much as possible and a cut down was performed to retrieve the delivery system and valve from the patient. Two covered stents were then placed in the left axillary artery to repair the damage to the artery. The patient remained stable throughout the entire procedure but suffered a stroke and later expired.

Manufacturer narrative:
(B)(4).